Manufacturer narrative:
Internal complaint reference case: (B)(4). Article: celiksoz, a. H., bayram, b., yozgatli, t. K., yilmaz, e., yassin, a., kayaalp, a., & kocaoglu, b. (2024). Comparison of knotless versus knot-tying suture anchors for arthroscopic repair of hip labral tears. Orthopaedic journal of sports medicine, 12(8), 23259671241265737. H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review comparison of knotless versus knot-tying suture anchors for arthroscopic repair of hip labral tears conducted between january 2017 and january 2023, 5 patients had unresolved pain and underwent a magnetic resonance image diagnosed with synovitis after an arthroscopic repair of hip labral tears procedure using a 1.8mm q-fix. These patients received ultrasound-guided injections of 1ml of corticosteroids and 1ml of local anesthetics. After 12 months in which the outcome scores did not improve, patients required a revision hip arthroscopic surgery. Patients outcome is unknown. No further information is available.